Event description:
It was further reported that the lesion being treated was located in the left anterior descending artery.

Event description:
Reportable based on analysis completed (B)(6) 2011 it was reported that during a percutaneous coronary intervention the physician was unable to inflate the balloon. No lesion anatomy was available. Upon attempting to inflate the model-maverick 2 monorail 12mm x 2.0mm balloon catheter, there seemed to be leakage at the balloon as the balloon would not inflate. The procedure was completed using another of the same device. There were no patient complications reported and the patients' status was described as stable. However, product analysis revealed a hole in the shaft.

Manufacturer narrative:
Device evaluated by MFR. A visual and microscopic examination of the balloon material could not identify any tears or holes in the balloon. The device was attached to an encore inflation unit and during attempts to inflate the balloon a leak was noted out through the outer shaft at 18.5cm distal to the port. An examination of the outer identified a pinhole in the outer extrusion at the site of the leak. Using a blade, the extrusion was dissected and an examination of the inner extrusion found a hole at the same location (18.5cm distal to the port). This type of damage to the extrusion is consistent with a foreign object puncturing through the inner and outer shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Manufacturer narrative:
Initial reported first name corrected from (B)(6) to (B)(6). Updated: describe event or problem. Initial reporter: name prefix, last name, occupation. (B)(4).